Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device extract transform load process was delayed. There was delay in dispensing meds to patients, unable to refill meds to the stations. Technical support specialist dialed into the report server and checked the extract transform load logs and followed knowledge article 000013091 to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had an error message on the main screen "extract transform load process delayed - report data not current". As the customer stated, there was a delay in dispensing meds to patients unable to refill meds at the stations. There were no adverse events or injuries reported based on this incident.